Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022. (B)(4). Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's left eye then removed in a secondary surgical procedure due to multifocal intolerance described as halos, glare, visual disturbance, and replaced with a non johnson and johnson iol. The outcome did not significantly interfere with activities of daily life. The patient fully recovered. No further information is available.